Manufacturer narrative:
The device was received with missing segments/partial display due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose value was unknown. Troubleshooting was performed for damaged and noticed that the customer cannot see anything on the screen. The insulin pump will be returned for analysis.